Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the fenestrated bipolar forceps instrument broke. A fragment broke off and fell inside the patient. However, the fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. The event investigation is in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.